Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left in the loader and the delivery device was outside of the loader. The plunger had not been activated on the delivery system. The reported failure "seal did not load properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.